Manufacturer narrative:
(B)(4). The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter it did not inflate. The intra-aortic balloon pump (iabp) showed an error and the iab could not open fully. The iab was replaced and there was no harm or injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter it did not inflate. The intra-aortic balloon pump (iabp) showed an error and the iab could not open fully. The iab was replaced and there was no harm or injury to the patient.